Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. A coil, introducer sheath and delivery wire were returned. The twist lock was found open. The introducer sheath was visually inspected and no issues noted. The delivery wire was found kinked and stretched. The coil was visually inspected, was found kinked and stretched. The zap tip shape and surface of the coil and delivery wire were microscopically inspected and no damage was noted. The interlocking arm of the delivery wire and the coil were not returned. The delivery wire dimensions were found to be in specification. The coil dimensions were measured and shows that the number of fiber bundles were incorrect. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Dfu indicates as precautions: "do not attempt to use the interlock - 35 fibered idc occlusion system with a soft-walled delivery catheter, such as the terumo glidecath¿ catheter or angiodynamics soft-vu® catheter. The interlock - 35 fibered idc occlusion system will encounter significant resistance when advancement through a softwalled delivery catheter is attempted. The recommended catheter for the .035 interlock 2d 3mm x 4cm is a imager¿ ii selective diagnostic catheter. The use of other diagnostic catheters may result in an inability to deliver, deploy, or recapture the device." (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03885. Reportable based on device analysis completed on 16-apr-2018. It was reported that coil in catheter friction and detachment failure occurred. The target lesion was located in the alimentary tract. A 10mm x 40cm interlock¿-35 was selected for use. During the procedure, when the coil was half-deployed, the physician thought the position was appropriate and was determined to deploy the coil; however the interlocking arms could not be detached. Furthermore, it was noted that significant resistance was felt when the coil was advanced through the non-bsc catheter. Another 10mm x 40cm interlock¿-35 was the selected for use and the catheter was then replaced with a 5f imager 2 as well; however, resistance was still felt. The coil was removed from the patient's body together along with the catheter without any coil protrusion from the catheter's tip upon removal. The procedure was then completed using gelfoam. No patient complications were reported and the patient's status was stable. However, device analysis revealed that a number of distal and proximal fiber bundles were missing.